Event description:
Attempted to start new set on continuous renal replacement therapy (crrt). After set up and priming set. Crrt stated there was air detected. It recommended we prime again. Prime twice with same result. Set taken down. Machine shut off. Machine started; new set placed and primed. Same result. Ended up getting new machine. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). Ongoing investigation.